Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The device has been received but has not been evaluated yet. A follow up report will be submitted once the investigation has been completed.

Event description:
Customer reported an over infusion of heparin. Customer stated that heparin 25,000 units/500ml infused in 2 hours instead of the intended rate of 2600 units/hr (52ml/hr). The patient had to be treated with protamine and still had high levels of anti-coagulation. Ptt testing was performed and the patient was monitored for bleeding. The patient did not experience bleeding during hospitalization and no long term adverse effects were reported. Customer indicated they would be submitting a report to the FDA.